Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure sometime between 2008 and 2011 and mesh was implanted. The patient experienced erosion of the mesh following the procedure. No additional information was provided.